Event description:
Based on the information received on 17-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction (B)(4). This unsolicited case from united states was received on 17-nov-2017 from a healthcare professional this case concerns (B)(6) female patient who received treatment with synvisc one and after unknown latency experienced severe pain, severe swelling and aspiration from each knee (knee effusion). This also involved device malfunction. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021; indication and expiration date: not reported). On an unknown date in (B)(6) 2017, after unknown latency, patient experienced severe pain and swelling and needed aspiration- 120 ml from each knee. Corrective treatment: not reported for severe pain; 120 ml aspirated from each knee for rest events. Outcome: recovered for all the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 17-nov-2017 and 12-jan-2018 (processed with clock start date of 06-dec- 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 12-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain in both knees, swelling of knees and knee effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.